Event description:
In 2005, the port was being removed during a scheduled explant due to treatment completion. Upon removal, it was reported the catheter had separated just below the catheter connection at the port stem. The catheter migrated to the heart. Both the catheter and the port body were removed successfully.